Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: review of the device history record for the power module, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2012. The reported event of the power module having a broken internal battery clip was confirmed. Neither the power module (serial number (B)(6)) nor the broken battery clip were returned for analysis. However, images of the broken battery clip were provided, and one of its contacts was observed to be bent out of place. Questions regarding the return status of the components were asked; however, no responses were received. The root cause of the damage to the power module¿s battery clip was unable to be determined through this analysis. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient found the black internal battery connection was broken and incapable on staying safely on the internal battery. The patient called the coordinator, who had him come to clinic, where he was provided a loaner power module. The internal battery wires did not have a white connector and the vad coordinator inquired into having this repaired. The patient was not connected to the power module when the damage was visualized.